Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had damage to the wire and the plastic of the distal roller. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it could have been a thermal damage or a collision with another instrument during the surgery. This area was not visible while using it. The instrument was intact and no piece has been broken off.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Yaw pulley adjacent to the damaged wire insulation was found damaged. Additional observation related to the customer reported complaint: the instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley. Conductor wire insulation damage was observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.